Event description:
It was reported by the patient's family member that the patient went into full arrest at home and the device did not go off. The patient is reported to have fallen to the floor not breathing and alleges that the device should have kicked in or at least given&#55316;he patient a shock. The family reported that the cause of death was heart failure. No interrogation was performed post mortem and the device system was buried with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.